Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review could not be reviewed due to the unknown lot number.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. E1 - telephone number extension number: (B)(6).

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch in which the customer reported that the filter vent was separated. It was not reported whether there was patient involvement or not, however, no harm was reported as a consequence of this event.